Manufacturer narrative:
Other relevant device(s) are: brand name: micr, medical device: model #: mc1avr1-delsys / expiration date: 28-nov-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Device mfg date: 09-jul-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a possible stroke or a naphylaxis. Echo was performed and no effusion was noted and no distension noted in abdomen. Left side hand strength was noted to be different from pre procedure by the nurse. Systolic blood pressure dropped from 150 mmhg down to 60 mmhg. Code was called and patient was intubated. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.